Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. The device is not available for return; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was not getting adequate stimulation and was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.